Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. Review of the sterilization records confirmed normal sterilization cycles for the products. The cause of infection could not be determined.

Event description:
Related manufacturer reference number: 2017865-2023-35578 related manufacturer reference number: 2017865-2023-35579 it was reported that a patient presented with discomfort at the device at the device pocket. This resulted in repeated stimulation and infection of the pocket with device erosion noted. Tissue inflammation and wound dehiscence was noted as well. Cultures were taken of the system. The system was explanted on 23 jun 2023. The patient was stable throughout.